Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a fingerprint scanner not able to scan for multiple users. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio metric scanner/fingerprint scanner was not functioning. A field service engineer called the customer, and customer mentioned that the issue had been resolved. The customer had rebooted the station prior, which fixed the issue and was able to log in using bio metric identifier. The system functioned as intended after the customer resolved the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a fingerprint scanner not able to scan for multiple users. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event